Event description:
It was reported that the patient underwent a lead repositioning procedure to cover a new pain area, which was unrelated to the spinal cord stimulator (scs) system with an existing lead that was not in use to cover the pre-existing pain areas. It was stated that the lead was not able to be repositioned due to scar tissue which prevented its' movement. The physician therefore decided to explant the lead. The patient is doing well postoperatively. The lead will not be returned as it was disposed of by the facility.